Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was prompting the "apply sample" icon symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on (B)(6) 2011 at 11:30am. The patient's mother informed the cca that the patient manages her diabetes with an insulin pump. Despite the alleged issue, the mother indicated no action was taken regarding the patient's diabetes regimen. The mother reported 4 hours after the alleged issue began, the patient was feeling tired and cranky when she arrived home from school. The mother stated the patient's father tested her on another onetouch ultralink meter and a reading of "68 mg/dl" was obtained. Due to the alleged low reading of "68 mg/dl", the mother indicated the patient's father gave her (B)(6) to eat and 15 minutes later her reading was at "212 mg/dl" on the other meter. At the time of troubleshooting, the cca noted the patient had used the subject meter before, the correct test strips were used, and the patient's process for testing was correct. However, the alleged issue was not resolved through blood a retest. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 1 high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.